Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 119 mg/dl. Reportedly, customer declined to remove the site and customer did not believe the site was compromised. Customer declined further troubleshooting.